Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was prepared per the instructions for use (IFU) an inserted without issues. However, while in the valve, it was observed that both grippers were not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of 1. Upon removal of the steerable guide catheter (sgc) from the patient, a pericardial effusion (pe) was observed. Pericardiocentesis was performed to mitigate the issue. The physician believed the placement of the sgc may have caused the pe.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, and per the physician the placement of the sgc may have caused the pericardial effusion, and is therefore, related to procedural conditions. Pericardial effusion is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.